Event description:
Information received by medtronic indicated that the transmitter does not blink. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer reports: transmitter not communicating anomaly. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. Unit was able to charge properly. Unit failed rf ble test. Problem was isolated to the electronic assembly. In conclusion, unable to perform rf/ble association, and downloader test or accuracy test due to failure to communicate, the customer complaint of led anomaly could not be confirmed. Transmitter led flashed properly. However, transmitter not communicating was confirmed.